Event description:
Physician drew vacuum on iab w/60cc syringe. During insertion, balloon became stuck in sheath. As a result, iab and sheath were removed. A new iab was not inserted. There were no reported patient complications.